Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic ladg procedure the activate blade broke on the device. There was no patient consequence. Same like device was used to complete the case.